Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy with holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was lumenis 30 watt console. According to the complainant, during procedure, a popping noise was heard when the physician stopped and adjusted the scope. The middle portion of the fiber broke. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10: investigation result: one flexiva 200 laser fiber was returned broken in two pieces, the first piece measured approximately 197.5 cm from the top of the connector to the break. The second piece measured approximately 121.5 cm from break to the tip. Visual examination revealed that the exposed glass fiber tip appeared used and had degraded. Exposed glass portion of the tip measured approximately 3.5 mm. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 15, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy with holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was lumenis 30 watt console. According to the complainant, during procedure, a popping noise was heard when the physician stopped and adjusted the scope. The middle portion of the fiber broke. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.